Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2016, during tightening, the 1.5 mm cortex screw from the variable angle hand system broke in half. The screw was inserted about half way when it broke. The head and part of the screw shaft were still engaged to the t4 driver and were able to be removed. The remaining shaft portion of the screw shaft was left in the patient. There was less than a one minute delay in surgery due to the reported event. The surgery was completed successfully. This is report 1 of 1 for (B)(4).